Event description:
The customer and the fse reported multiple errors that caused the system to intermittently shut down. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The gib (generator interface board) was evaluated and replaced. The system software was reloaded. The system was tested and found to be working as intended and returned to service.